Event description:
It was reported that the patient experienced an increased atrial rate with one to one tracking and large t waves. The device counted the t waves and caused several rounds of anti-tachycardia pacing (atp) which escalated to shocks. In at least one instance the atp seemed to have accelerated the rhythm into true ventricular tachycardia (vt) which resulted in 35 j shocks. The device and right ventricular lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. Product ID: 6947, implantable tachy lead:(B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the device was later explanted and replaced due to recommended replacement time (rrt).